Event description:
Reporter alleged obtaining the results of 211 mg/dl and 71 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 500 mg of metformin as normal, 15 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.